Event description:
Customer reported their glucose test would not start after strip insertion into the adc meter and as a result was unable to test and experienced symptoms of abdominal pain, stress and anxiety. No diabetes-specific related symptoms were reported. Customer reported they were seen by their local dr, diagnosed with hyperglycemia and treated with 16-20 units of insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This an initial report. The prod has been requested for investigation and a final report will be submitted when the investigation is complete.